Manufacturer narrative:
Other: exposed sharp edges on face plate battery enclosure.

Event description:
It was reported by service report that the face plate battery enclosure is broken and sharp edges were found. No pt involvement or adverse consequences are reported.